Event description:
It was reported that during a routine changed out, it was impossible to obtain any impedance readings for both the svc and the hvb coil of the right ventricular (rv) lead. It was visually noted that both coils were fractured. The lead was cut, removed and the remainder capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).